Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported on an intraocular lens (iol) reply card that the lens was not used due to the injector cutting the haptic. Additional information has been requested.